Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the forceps elevator had foreign material. The foreign material is yellowish/brown in color but it is unknown what the foreign material was. Additionally, due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire adhesive on the bending section cover was detached. The bending section cover (a-rubber) had discoloration. Adhesive around the light guide lens (lg) lens had a stain. The distal end had a scratch. The switch button 1 had a scratch. The forceps channel port had a dent. The acoustic lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer, that the evis exera ii ultrasound gastrovideoscope experienced the angulation play in the up/down u/d direction was reduced. The event occurred during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the forceps elevator had foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Operation manual gif/cf/pcf-180 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-180 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.